Manufacturer narrative:
Evaluation summary: the reported event that the guide wire broke could be confirmed since the returned device matches the reported failure. The returned device is broken. Only one little part was returned. The returned device shows a typical fatigue fracture site. Moreover, the returned part is bent. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. The raw material certificate was review. No deviation was noticed. Based on investigation, the root cause of the determined breakage was attributed to a user related issue. The breakage was most probably caused by too much force applied on the device when inserting in a tangential direction. Indications for any material, manufacturing or design related problems were not determined in the investigation. There is no similar complaint reported within the same lot#. No deviation from the specification was noted.

Event description:
During asnis 4.0mm surgery, the guide wire broke. After that the surgeon used another new guide wire and finished the surgery.

Event description:
During asnis 4.0mm surgery, the guide wire broke. After that the surgeon used another new guide wire and finished the surgery.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.